Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib pcb assembly and generator driver pcb coin batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.